Manufacturer narrative:
The customer reported that the collimator exchange failed. The high energy general purpose (hegp) collimator did not secure in position properly and fell to the ground. A philips field service engineer (fse) confirmed that there was no patient or operator impact. The fse reported that during removal of the hegp, the second end of the collimator did not hook securely to the cart and it fell, about 20 cm, to the ground damaging the collimator shell. The fse reported that the collimator cart was misshaped and the gimbal lock bracket on the cart was broken. The fse reshaped the cart, replaced the gimbal lock bracket on the cart, and replaced the collimator cover to resolve the issue. Field safety notice (fsn) cle17-076 was released on 15-dec-2017. The system is operational and in clinical use.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
Additional information received has substantiated the severity of an injury associated with (B)(4) which was reported conservatively. Therefore, the subsequent complaints associated with a malfunction of the collimator to exchange properly resulting in the collimator falling have been reassessed. This record is a subsequent complaint that reports the same malfunction and as such it has been determined to be a reportable event.